Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis, which had manifested as an elevated temperature. The peritonitis was reported to have been caused due to a break in aseptic technique. The patient was hospitalized for the event and treated with an unspecified medication intraperitoneally. At the time of this report, the patient remained hospitalized. On an unknown date, the patient's parents were retrained in proper aseptic technique. The treatment for the peritonitis and therapy were ongoing. At the time of this report the patient was recovering.